Manufacturer narrative:
The power board was replaced as a precaution.

Event description:
It was reported that the ventilator display had dimmed out and the ventilator powered down without an audible alarm on two occasions while connected to the pt. It was also reported that the turbine had stopped without an audible alarm while connected to the pt. The pt was placed on a back-up ventilator. No reported harm to the pt.